Event description:
During an unk procedure, after preloading insert into the trocar the clip dropped in the abdominal cavity. The second clip when squeeze the clip it had the leg of clip not pararell. There were no adverse consequences to the pt.